Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: cervical radiculopathy, c5-6 disk herniation, c5-6 spinal cord signal change, c5-6 spondylosis. Patient underwent the following procedures: anterior cervical discectomy with interbody fusion c5-8. Anterior cervical discectomy at c5-6 with bilateral foraminotomies. Peek interbody spacer with autograft. Anterior plating at c5-c5 with bilateral screws at c5 and c6. As per-op notes: majority of c5-6 disk was removed. End plate was prepared and bone shavings were used as filler for peek and interbody spacer. Peek interbody spacer had 0.7 mg of bmp placed into interbody space. On (B)(6) 2011: patient presented with following pre-op diagnosis: l4-5 spondylolisthesis, l5-s1 stenosis. Patient underwent the following procedure: lumbar/sacral l4-s1 transforaminal lumbar interbody fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.